Event description:
The haptic of the lens broke during the insertion into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-0123 for the intraocular lens used with this device.